Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.

Event description:
The pt was injected in an undisclosed area. Two weeks later, the pt allegedly developed nodules. The injection site was incised and drained. A culture was performed.